Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As a final solution, a service engineer went onsite and a hardware component was exchanged and sent in for investigation. The material consumption of this component is below threshold, therefore, no systematic or design issue is assumed. Should the technical investigation of the exchanged component point to a systematic or design issue, a supplemental report will be filed.

Event description:
It was reported to siemens that a malfunction occurred while operating the naeotom alpha CT system. On (B)(6) 2023, a 12-year-old female patient was undergoing a CT examination. Following the topogram, the spiral scan was started and then aborted. Remote troubleshooting with siemens customer service corrected the issue temporarily and the scan was repeated successfully. No further negative health consequences were reported. Siemens healthineers considers children a vulnerable patient group, therefore, this report is filed with an abundance of caution.